Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 310 mg/dl while wearing the device between 37 and 48 hours. After removing the pod the patient developed an infection at the pod¿s insertion site (leg) that caused pain and had pus coming from the site. The patient was taken to the emergency room and diagnosed with an abscess of the wound at the insertion site. The patient was prescribed amoxicillin 500 mg to take 3 times per day for 5 days.